Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:309628 batch#:3131852 it was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, the following complaint was made known to regeneron by hcp: "the medicine was fine, but the syringe had a black mark area on the outside syringe." Catalog #: 309628 lot #: 3131852.

Manufacturer narrative:
(B)(4). Follow up report for device evaluation and correction. Post investigation findings indicate an additional failure, "damage to the barrel flange area". It was reported there was a black mark area on the outside syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo of a 1ml luer slip syringe was received for evaluation by our quality team. The photo shows one loose syringe with the needle attached next to an eyelea box carton. The slip tip syringe has damage to the barrel flange area and an excessive skewed scale. The condition observed is non-conforming per product specification and is associated with the marking process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings indicate an additional failure, "damage to the barrel flange area".